Event description:
Condensation was observed in multiple sizes and packages of abbott engage introducer sheaths. The manufacturer was notified and suspected the issue to be related to the products storage in a hospital owned storage/distribution facility. Product was obtained directly from the manufacturer with condensation observed. These introducer sheaths were then removed and replaced with a different manufacturer's product until the condensation issues are resolved. Manufacturer response for introducer sheath, engage (per site reporter). Materials management/supply chain was engaged with the manufacturer. Initially the manufacturer suspected the issue to be related to the products storage in a hospital managed storage/distribution facility. Product was obtained directly from the manufacturer, without being stored or distributed from a hospital governed facility, and the issue persisted.